Event description:
Boston scientific received information that left ventricular lead may have dislodged. High thresholds were also reported. The lv lead was disabled and an x-ray was planned. There have been no furhter adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted but is no longer active. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.